Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that all applications are closed in the background, he does not close dexcom application from background and will use receiver for a day to check if signal loses with receiver. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/31/2016 and did confirm the reported loss of connection. No additional patient or event information is available.